Manufacturer narrative:
One screw: fix abutment spline 0.5 mm (1537) and unknown zl 3.75 spline implant were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instruction for use, risk files and other available information. Functional testing could not be performed since the devices were not returned. No pre-existing conditions were noted. The reported devices had been placed on tooth #6 (universal) for an unknown period of time. Picture or x-ray images were not provided. Appropriate documentation was reviewed. DHR & complaint history review could not be performed since the lot and item numbers were unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Based on the available information, device malfunction and the reported events could not be verified since the devices were not returned. The following sections have been updated: h3: changed "yes" to "no". H3 other text : device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the 1537 screw on site # 6 had fractured in a unknown 3.75 spline implant with unknown lot number. Clinician also noticed that some of the splines (1mm projections) were missing from the platform of the unknown 3.75 spline implant with unknown lot number.